Event description:
Repair request initiated for device with a report of a bent foot. No patient impact was reported. Report escalated to complaint on evaluation due to the footed portion being detached and missing. On follow-up it was noted that this was identified during set-up. It was confirmed that there was no pt impact.

Manufacturer narrative:
Comments: report confirmed on evaluation. On follow-up it was noted that this was identified during set-up and it was confirmed that there was no patient impact. Our recommendation for factory service is based on the facility's usage, however, it should not exceed 24 months. This device has been in use for 32 months without any record of factory service. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."